Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient lost to follow up presented in clinic after receiving inappropriate high voltage therapy. It was noted that the patient was on medication for atrial fibrillation with rapid ventricular response. Furthermore,the device was noted to be in back up vvi mode when device interrogation was unsuccessful. The patient was in stable condition and was admitted to the ICU for close monitoring.